Event description:
During attempted implant, the right ventricular (rv) lead was dislodged. During repositioning, the helix failed to rotate. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.